Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient developed a hernia coincident with peritoneal dialysis (pd therapy. The cause of the hernia was unknown. The hernia was first diagnosed prior to starting pd therapy but the patient had refused to have it repaired at the time. The patient then developed a peritoneal leak as a result of the hernia after starting pd therapy. The patient was hospitalized for the hernia and peritoneal leak ten days prior to the receipt of this report. The patient underwent hernia repair surgery and the patient was transferred to hemodialysis for two weeks to assist with the healing process. After two days, the patient was discharged from the hospital and reported to be recovered from the hernia and recovering from the peritoneal leak. Additional information is not available at this time.